Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and there was no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to call back if any issues recur.